Event description:
The ortho summit plus (union-hamilton microlab at plus 2) instrument reportedly did not pipette sample and diluent, and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Both inner and outer clamps for position #8 have been recently replaced. The fse cleaned and lubricated the mobile parts of the elements. He verified the tip pick up and the reagent dispense. The instrument was tested without further problem. Instrument is working as expected.